Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter split, and catheter remnant was retained. The following information was provided by the initial reporter: on friday (B)(6) I had the patient in (B)(6) (B)(4). I was attempting to place an 18g IV catheter in her left lower forearm/wrist area. When I poked her, I got a flash of blood in the chamber, advanced it, and tried to retract the needle. When I retracted the needle, I felt a resistance - almost like a tug. I decided to remove the entire thing once I felt that. When I was removing the entire needle & catheter, I felt a resistance again. The catheter was split in half, and it looked to be that the other half was in the patient¿s arm. Sicu was notified right after and so was the charge rn ((B)(6)). I wrote a midas and kept the catheter in a red biohazard bag in case you guys needed it. The patient¿s sticker is on the bag along with the original packaging of the IV catheter and j-loop. They ended up getting the catheter out yesterday (sat), but I just wanted to bring awareness to this because I was told this isn¿t the first time it¿s happened, and it made me worry. I left the red biohazard bag in (B)(6) mailbox. Additional information: (B)(6) 2024: the provider had to ultrasound and performed a cutdown at the bedside to retrieve the retained catheter from the patient¿s arm.

Manufacturer narrative:
Investigation results: the complaint of a break in the catheter tubing was confirmed; however, the root cause was undetermined. One 18g insyte autoguard IV catheter was provided for investigation. The catheter tubing appeared to be incomplete. The tip of the catheter exhibited an uneven edge, which was consistent with a broken catheter. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The device was likely placed while the catheter was intact. Resistance was noted during removal, which indicates that the catheter tubing broke during removal. The tubing may have been damaged from the needle during the insertion process; however, the observable features on the submitted sample did not contain enough information to identify a specific root cause of the reported event. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.